Manufacturer narrative:
The ge service representative conducted an onsite investigation. The battery charger, the battery pack, and the filament driver board were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.